Manufacturer narrative:
B5 was updated with clinical review/rationale. The investigation was completed and no device was returned. Investigation summary: tachycardia, stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Placement signal issue: the root cause of the placement signal issue was not determined due to insufficient clinical details, and unreturned product and logs for further analysis. Retrograde pump flow: the root cause of the retrograde pump flow was not determined due to insufficient clinical details, and unreturned product and logs for further analysis.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct surgical access at the aorta for the 19-year-old male patient who had been admitted in with cardiogenic shock and cardiomyopathy, presenting in scai stage e shock. The patient was on ECMO, inotropes, vasopressors, and a vent for respiratory needs while awaiting a possible heart transplant. On the day of implant the patient went into monomorphic ventricular tachycardia with placement of the pump. The physician adjusted the pump position away from the septum, cardioverted x1 shock and the issue resolved. Of note the patient did have an electrophysiological history prior with myocardial "irritability". After 15 days of support here were alarms for placement signal and preventing retrograde flow. The team troubleshot the issue by confirming with imaging the pump to be in appropriate position. After 16 days the patient was showing neurological impairment and was diagnosed with a right basal ganglia ischemic stroke with vision changes. The imaging showed the hemorrhagic conversion of the basal ganglia. Due to lack of surgical options, the team made the decision with the family to withdraw care and the patient expired. Stroke may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and the lack of surgical options for the patient who was awaiting a heart transplant and suffered a stroke.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
Additional information received from the clinical site regarding an additional failure mode and the outcome of the patient was reported as death. The following were updated. B2, b5, h1, h6 . The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the direct surgical access at the aorta for the 19 year old male patient who had been admitted in with cardiogenic shock and cardiomyopathy, presenting in scai stage e shock. The patient was on extracorporeal membrane oxygenation, (ECMO), inotropes, vasopressors, and a vent for respiratory needs while awaiting a possible heart transplant. On the day of implant the patient went into monomorphic ventricular tachycardia with placement of the pump. The physician adjusted the pump position away from the septum, cardioverted x1 shock and the issue resolved. Of note the patient did have an electrophysiological history prior with myocardial "irritability". After 15 days of support here were alarms for placement signal and preventing retrograde flow. The team troubleshot the issue by confirming with imaging the pump to be in appropriate position. After 16 days the patient was showing neurological impairment and was diagnosed with ta right basal ganglia ischemic stroke. Due to lack of surgical options, the team made the decision with the family to withdraw care and the patient expired. Stroke is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and the lack of surgical options for the patient who was awaiting a heart transplant and suffered a stroke.

Manufacturer narrative:
H6 medical device problem codes a140501-backflow and a0709-device sensing problem were inadvertently omitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was implanted in a 19-year-old male with cardiomyopathy for hemodynamic support. Shortly after implantation, the patient developed monomorphic ventricular tachycardia (vt). Imaging showed the device positioned near the ventricular septum, and the physician successfully rotated the device away from the septum. The patient required one direct-current cardioversion (200j), which restored sinus rhythm, and remains on impella support. The patient had a known history of recurrent vt prior to impella placement and was on amiodarone and lidocaine infusions pre- and intra-operatively; he had previously required ECMO and antiarrhythmic therapy for myocardial irritability. Based on the available information, the vt episode is most likely related to the patient¿s underlying cardiomyopathy and history of recurrent vt rather than any device-related issue. The impella 5.5 functioned as intended, and the temporary malposition was promptly corrected without evidence of structural damage or pump failure. Therefore, no causal relationship between the device and the reported events has been identified.